Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 381433, batch#: 4290664. It was reported by the customer that the safety isn't activating leaving an exposed needle. Rcc received a complaint via email. I am in communication with xxxx regarding the safety issue you have seen with the 20ga pivs. She will submit a pir for the following: issue: the safety isn't activating leaving an exposed needle. Item: 381433, lot: 4290664. Additional information: 1. Kindly provide the date of event. Late 2/13/2025 and early 2/14/2025. 2. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? Physical sample from lot can be sent. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient or user harm.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. Unused 20g insyte autoguard units from lot #4290664 were provided for investigation. A functional test revealed that the retraction time of some needles exceeded the 1.0 second requirement. The retraction time appeared to be associated with displaced gel that was added around the spring. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.